Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. The cause of this issue is unknown. Customers blood glucose was 166 mg/dl. Tandem technical support assisted the customer with correcting the date.